Manufacturer narrative:
Returned device was received in good physical condition but the top case was noted to be counterfeit. Evidence of reported problem in event log was found. During the evaluation of the device, the lead screw and clutch had grease on it causing the clutch to slip during occlusion tests. This issue was determined to be due to improper assembly by the customer. The leadscrew was replaced as well as the clutch, worm coupling, top case and gear, the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's that the clutch is slipping. There was no patient present t the time of the event. There were no reported adverse events.